Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The sys was tested and found to be working an intended and put back into svc.

Event description:
The customer started getting an intermittent error message of communication fail. The fe confirmed the sys was non-functional and only recovered after a reboot. There is no report of death or serious injury associated with this complaint.